Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patients leads migrated and patients anchor was protruding through the skin. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein leads were explanted and replaced and anchor was explanted to address the issue. The investigation was unable to determine the anchor that associated with the issue.